Event description:
It was reported that the customer had high blood glucose levels, and ketones. Customer vomited due to possible illness humalog insulin is used, and cartridge is changed every three days. Pump passed system check that was performed. Customer is (B)(6).

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novalog. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).